Manufacturer narrative:
The reported events of seroma, infection, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma, necrosis, and infection. Article citation: leibl, kayla e et al. ¿a critical analysis of factors associated with anteroposterior implant flipping in immediate breast reconstruction.¿ annals of plastic surgery vol. 90,6s suppl 5 (2023): s509-s514. Doi:10.1097/sap.0000000000003515.

Event description:
Through journal article "a critical analysis of factors associated with anteroposterior implant flipping in immediate breast reconstruction" a total of 165 patients were reported to have adverse events. Fourteen cases of implant flipping were identified in 10 patients. Events of seroma, infection, hematoma, and mastectomy flap necrosis (mfn) were also reported with flipping and non-flipping implants. Fifty-four patients without implant flipping underwent subsequent revision operations (nipple-areolar complex reconstruction, fat grafting, implant removal or exchange for reasons other than flipping, etc.). The device status is unknown for the remainder of the patients. The affected sides vary from left, right, to bilateral.